Manufacturer narrative:
Event date was not reported, the aware date was used as an estimate.

Event description:
It was reported that a thrombus occurred. It was reported via social media that the patient had a left atrial appendage (laa) closure procedure and the patient had thrombus present in their heart that required surgery to treat.